Event description:
Customer reported having high and low blood glucose levels while using the insulin pump. Customer declined troubleshooting. Blood glucose level was 401 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).